Manufacturer narrative:
Fowler brake clutch.

Event description:
It was reported by service report that the fowler was drifting. There was patient involvement; however, no adverse consequences were reported.